Manufacturer narrative:
Additional information: there is 1 investigation completed during this period. Breakdown of 1 investigation with respective serial numbers are as follows: 5280681810 cartridge crack, cartridge tip cracked/damaged, lens damaged, stuck in cartridge device evaluation: part of the lens was observed stuck between the cartridge tube and tip with the pushrod adhered to the lens. Viscoelastic residues were not observed in the device. Per dfu completely fill the viewing window with ovd. The cartridge tube and tip were observed with a broken. This condition could be caused by the absent of viscoelastic observed, that cause the lens to stuck and broke the cartridge due the force performed to the lens during delivery. The other half of the lens was observed out of the device. The lens delivery could not be completed since the lens was too hard to be removed. The complaint was verified however it could be related to the scarce amount of viscoelastic observed. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: the investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information breakdown of 2 events is as follows: cartridge tip cracked/ damaged, stuck in cartridge 2. Serial number of the suspect product. (B)(4). 1 investigation was completed and 1 is pending. The completed investigation is for serial # (B)(4), the product was returned, cartridge tip cracked/ damaged, stuck in cartridge. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. Report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to cartridge tip cracked/ damaged. There were no patient injuries reported associated to the events.